Event description:
Consumer stated that he believes that the equate antibacterial denture cleanser may have given him a sore in his mouth. He is allergic to baking soda and noticed that the product contains baking soda. He began using the equate denture cleanser (B)(6) 2010 and noticed the sore in his mouth (B)(6) 2010.